Manufacturer narrative:
The subject device was returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. The foreign material was clogged in the nozzle. As a result of component analysis, the white foreign material was polymethylpenten. Polymethylpenten is a plastic used in medical devices such as syringes and caps in water supply tanks. Omsc presumed that a part of the cap of the water supply tank was damaged and entered.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the water supply was weak. The subject device had been reprocessed with oer-4. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that there was a foreign material in the nozzle. There was no report of patient injury associated with the event.